Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patient¿s concern of the product. This is for the left side. Additionally healthcare professional noted in operative report "left implant deflation". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Deflation: observed, two opening on the posterior side assessed as surgical damage lick and delamination on the plug strap side assessed as cohesive failure. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patient¿s concern of the product. This is for the left side. Additionally healthcare professional noted in operative report "left implant deflation". Device has been explanted.